Event description:
It was reported that after administering pre-procedure heparin treatment to the patient, an unspecified emboshield nav6 embolic protection device was advanced past the target lesion in the moderately to severely tortuous distal internal carotid artery, then deployed. Then, after successful advancement and deployment of an unspecified xact carotid stent at the target lesion, a dissection occurred at the site. A viatrac balloon dilatation catheter was advanced, pushing the nav6 filter further distally, then another unspecified xact stent was advanced and deployed to treat the dissection. An unspecified xpert stent was then advanced and deployed to more completely cover the dissection. The physician indicated that while the 2nd xact stent did not contribute to exacerbation of the dissection and was deployed to treat the dissection, there was no certainty as to whether the nav6 device or the 1st xact stent caused or contributed to the dissection. There were no adverse patient sequelae nor a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency, the lot number was not provided, and the device was not returned; thus, a device evaluation was not performed and reviews of lot history record and complaint history of the lot could not be completed. The reported patient effect of dissection is a known observed and potential adverse event as listed in the xact carotid stent system instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency. The emboshield nav6 is being filed under a separate MFR number.